Event description:
It was reported that the right ventricular (rv) lead was experiencing rising thresholds and a loss of capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568, implantable pacing lead, (B)(6) 2012; addr01, implantable pulse generator, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.